Event description:
A discordant, falsely low sodium result was obtained on a patient sample on the dimension xpand plus without hm instrument. The discordant result was not reported to the physician(s). The sample was rerun, and the corrected result was reported to the physician(s). The sample was rerun on another date, and the result matched what had been reported out. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After reviewing the instrument data with the customer, the tsc specialist advised the customer to bleach the system, change a sensor, and run a system conditioning and dilution check. The customer ran quality controls, all of which were within range. The customer then reran patient samples, which repeated as expected. The tsc specialist also discovered that the customer was spinning the sample tubes for seven and a half minutes, but the tube vendor recommendations are to spin for ten minutes. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.